Event description:
Top is broken off¿brush became detached- oral-b power oral care refills [device breakage] did not have any issues with it [no adverse event]. Case narrative: consumer via phone stated that top is broken off oral-b io8s white toothbrush and brush became detached while brushing. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.